Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The affiliate reported via email I don't have full details but it sounds as though the tip of the wand snapped during use. The fragments were recovered but disposed of. Apparently someone took a photo which I am trying to get permission to use and submit with this complaint. There was no impact to the patient. There was no delay. Additional information and photos were provided via email on (B)(6)2017. Type of procedure was sub-acromial decompression. No more than normal force was used. Both the fragment and electrode was discarded.